Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited intermittent capture and poor sensing. The lead was repositioned twice, the second time successfully with normal capture and sensing.